Event description:
A report was received that the patient was experiencing discomfort at the pocket site due to the lead sticking out. The patient had a previous revision wherein only the ipg was explanted due to non-healing wound at the pocket site (MFR report #3006630150-2014-01261). The patient underwent a revision procedure wherein only the tail of the lead was cut and several contacts were left inside the body. The physician could not remove without risking ripping the dura. No device malfunction.